Event description:
The customer received questionable calcium gen.2 results for two patient samples. Of the data provided, only the results for one of the patient samples were discrepant. The initial result was 7.2 mg/dl and was reported outside the laboratory. The repeat result on the same analyzer was 8.8 mg/dl. The repeat result on another cobas c701 analyzer was 8.8 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 61436901 with and expiration date of 08/31/2016. The field service representative found there was a dirty water tank and cleaned it. He ran calibration, controls, and precision testing which were all good.